Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, dark-colored foreign material was confirmed to be blocking the device's water channel. The customer's originally reported issue was therefore confirmed. Additionally, the following findings were noted: bending section cover glue is separated and worn out, light guide rod lens (3x) are cracked, charge-coupled device cover lens is cracked (slightly), plastic distal end cover is damaged, angulations are out of specification, and the insulation resistance value is out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that the water channel of their evis exera iii colonovideoscope was clogged. The customer later confirmed that the device was not in use when this issue was discovered, so there was no procedure involved. No further information was furnished by the customer. When the device was received for evaluation by an olympus repair facility, foreign material was found lodged in the device¿s nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.